Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the supplies during fill one of peritoneal dialysis. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.